Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had their ipg explanted on an unknown date for an unknown reason.

Manufacturer narrative:
The reportable aware date should have been 25 march 2025 rather than 27 march 2025. D10 correction: the concomitant medical product and therapy date was not previously entered. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.